Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks on (B)(6) 2016 using legacy coolcurve+, to lower abdomen on (B)(6) 2016 using legacy coolcore, and to flanks on (B)(6) 2017 using legacy cool curve+. The patient developed paradoxical hyperplasia (pah/ph) 2-3 months after last treatment. Ph was described as visibly enlarged with clear demarcation and bulging in the right flank, firm, and rubbery. On (B)(6) 2019, the patient was assessed by a physician who diagnosed the right flank with paradoxical adipose hyperplasia (pah).

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to flanks on (B)(6) 2016 using legacy coolcurve+, to lower abdomen on (B)(6) 2016 using legacy coolcore, and to flanks on (B)(6) 2017 using legacy cool curve+. The patient developed paradoxical hyperplasia (pah/ph) 2-3 months after last treatment. Ph was described as visibly enlarged with clear demarcation and bulging in the right flank, firm, and rubbery. On (B)(6) 2019, the patient was assessed by a physician who diagnosed the right flank with paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. This MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2022. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is observed more frequently with the parallel plate applicators. Pah is included in the risk management files of the device as an inherent risk to the use of cryolipolysis for localized fat reduction.